Event description:
I sued renu with moisture loc contact lens saline solution from 1/1/06 to 11-27-06. I was seen in the ER for fusarium keratitis and an ulcer on my cornea. I have been taking anti-fungal therapy and antibiotics / steroids for 45 days, my right eye has a permanent scar. The ER drs instructed me to throw out all products.